Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Post-procedure arteriography showed the cessation of extravasation, resolution of in-stent thrombus, but unchanged thrombus within the two small distal peripheral jejunal branches; a filling defect within the right lower lobe, compatible with a pulmonary embolism was also noted. Aspirin was recommended for the patient. The patient was extubated and returned to the general medical floor in stable condition and was ultimately discharged on (B)(6) 2016. No additional information was provided. Concomitant medical products: guide catheter: 6f mpa; sheath: 6f ansel; vessel closure: mynxgrip. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that pre-procedure, the patient had been admitted to the intensive care unit (ICU) twice for attempts to isolate a gastro-intestinal bleeding source. The bleeding sources were identified as follows: on (B)(6) 2016: esophagogastroduodenoscopy (egd) showed blood in stomach, multiple bleeding spots in antrum, body, and fundus; this was successfully treated with argon plasma coagulation (apc). On (B)(6) 2016, an abdominal arteriogram showed active extravasation from a proximal jejunal arterial branch. As coil embolization of the bleeding branch would have likely resulted in occlusion of adjacent branches resulting in bowel ischemia and likely death, the decision was made to use a graftmaster covered stent instead. Thus, a 3.5x19 rx graftmaster covered stent was advanced through a 6f non-abbott sheath, into a 6f non-abbott guide catheter, over an unspecified 0.014 guide wire, and deployed at 16 atmospheres (atm). Repeat arteriography showed continued extravasation, thus, the graftmaster balloon was re-inflated to 18 atm. Repeat arteriography showed decreased, but continued, extravasation from the proximal end of the stent. Thus, an unspecified 3.75x10 balloon was placed across the proximal end of the stent and prolonged angioplasty was performed. While additional arteriography showed cessation of extravasation, non-obstructive in-stent thrombosis was noted and treated via 3.75mm balloon maceration within the stent.

Manufacturer narrative:
(B)(4). The device remains in the patient and did not return for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It was reported that a 3.5x19 rx graftmaster covered stent was deployed at 16 atmospheres (atm). Repeat arteriography showed continued extravasation, thus, the graftmaster balloon was re-inflated to 18 atm. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states not to exceed the rbp. In addition, it was reported that the procedure was to treat an active extravasation from a proximal jejunal artery branch. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional relevant information was received from the physician: the reported pulmonary embolism was noted incidentally on (B)(6) 2016 via an abdominal computed tomography scan. Subsequent ultrasound of the lower extremities showed non occlusive thrombus around a left common femoral venous line. The patient risk factors for pulmonary embolism included cancer and the venous line; the pulmonary embolism was not caused by placement of the 3.5x19 rx graftmaster covered stent. The patient had been intubated prior to graftmaster use due to existing hemoptysis. The reported extended hospitalization until (B)(6) 2016 for the patient was to ensure patient stability and to complete an oncology work up. No additional information was provided.